Event description:
The customer reported failure to achieve a proper seal after two attempts involving an olympus powerseal. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.